Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an associated device replacement, high pacing thresholds, high pacing impedances as well as, loss of capture were observed with this left ventricular lead. The physician elected to reprogramm and leave the lead implanted. No adverse patient effects were reported.